Event description:
It was reported that the patient was implanted with a spinal cord stimulator. The stimulator was implanted at an angle to the body surface, and is partially protruding. As a result, the device is not detected. It was reported that the patient had not consulted the medical institution about the device being tilted inside the body, so it was recommended to confirm with a physician whether this condition is acceptable. It was also noted that the device had not been undetectable since implantation, and although it took some time, it had been in use. It is unknown if the issue has been resolved.

Manufacturer narrative:
Continuation of d10: product ID: th91scsr, serial# unknown, product type mobile platform medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stated that the cause of the implantable neurostimulator (ins) being implanted at an angle and being not detected was not determined. It was unknown whether any actions or interventions were taken to address the issue. No further complications were reported or anticipated.